Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause is user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expired 2/26/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:customer is concerned with results of 149 and 144 customer's meter has incorrect time and date .customer was not able to identify time on the meter for result 2 and 3 from the memory.